Event description:
Additional information was reported that the drug delivered in the system was gablofen. The manufacturer¿s representative believed there was not catheter issue.

Manufacturer narrative:
Product ID 8711, lot# j11352r12, implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pump replacement the reporter was unsure of the catheter patency as the catheter was unable to be aspirated. The patient was 'tight' prior to the pump replacement. A 0.196ml catheter volume was used as the original catheter length was unknown. It was later reported that the physician decided not to change the catheter. Following the replacement the patient was 'back at what they were prior to pump change.' The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.